Manufacturer narrative:
The reporter has declined to provide allergan with further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm volbella® xc. The patient experienced ¿medically significant occlusion¿ after injection. No other information was provided.